Manufacturer narrative:
Manufacturer ref# (B)(4). PMA/510(k): k211875. Corrected data compared with medwatch report (mw5107720): manufacturer name: cook medical llc. Device available for evaluation: yes. (B)(4). Investigation is still in progress.

Event description:
According to the initial reporter: ivc filter inserted into patient and would not deploy, and it was found that the tines were braided. Jugular ivc filter.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). After investigation the event for this pr# is no longer reportable summary of investigational findings: the filter was inserted, but the filter legs were braided and would not expand. The filter was retrieved and another filter was placed. The celect-pt filter was returned and an evaluation found a secondary filter leg crossing its primary leg. However, after easily repositioning the filter leg, the filter was found according to specifications and could be attached/detached to a jugular introducer without difficulties. Consequently, the exact reason for the braided filter legs cannot be determined, but the instructions for use provided with the device warn not to rotate the expanded filter inside the vena cava before release from the jugular introducer, as doing so may compromise the performance of the filter. There are adequate controls in place to ensure the device was manufactured to specifications. It was assessed that because any discovered non-conformances were properly dispositioned before final release, there is evidence that the DHR was fully executed. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that nonconforming product exists in house or in field. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.